Event description:
Additional information was received from the hcp stating the leads were fractured and this caused the high impedances. A replacement will be done to resolve this issue.

Manufacturer narrative:
Continuation of d10: product ID 977c190 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient mentioned that last week they were supposed to have an MRI, however, they were advised to get an x-ray first to check if the device is okay. Patient mentioned that they were advised that the leads are fractured (about 3mm). Patient then mentioned that they were told that the leads were not fractured because they were able to turn the MRI mode on. Patient asked if it's safe to get an MRI. Agent reviewed that the MRI guidelines do not speak to fractured leads and patient's eligibility and that MRI mode will work based on the programming done during implant date unless something is changed into the programming. Additional information from the manufacturing representative (rep) indicated that it appears that mforce notes from on 11/6/2024 show contacts 0-7 are all over 40,000 ohms and can't be used. According to notes, the timing coincides with a fall downstairs. The hcp is considering a lead revision if the patient would like to pursue that, but it has not been scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID: 977c190, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c190, serial/lot#: (B)(6), ubd: 06-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.